Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut off. The pump was connected to a power source however the pump remained off. After connected the pump to a power source with a different usb cable the pump was able to be turned on. Reportedly, when the pump turned back on the customer was unable to interact with the touchscreen. Customer reported blood glucose level was 176 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.